Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardiac monitor was noted to report false pause episodes due to undersensing. The device was reprogrammed on (B)(6) 2017 during a clinic visit. There were no adverse consequences to the patient.